Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load sequence. The customer experienced a blood glucose (bg) level of 293mg/dl and moderate levels of ketones. A manual injection was administered to address the bg level. The customer reported that manual injections would be used for insulin therapy.